Manufacturer narrative:
(B)(4). Review of CT¿s from 5 years post-implant confirmed that the talent bifurcate had migrated into the aaa sac, and is currently positioned 5 ¿ 6 cm below the renals. The proximal neck diameter at the level of the left renal artery is 20mm, and 1cm distally measured approximately 30mm. The infrarenal neck was severely angulated; measured approximately 125 degree (l-r) and 70 degree (a-p); relative to the origin of the iliac limbs. The neck was also extensively calcified. The max diameter of the aaa was 7.3cm and there was a proximal type I endoleak. The ipsilateral limb was positioned within the right common iliac artery, and the contra limb was within the left common iliac. Beginning at the bifurcate flow divider, the bifurcate ipsilateral limb was totally occluded distally. There was severe stenosis within the right external iliac and blood flow was also absent within the right external iliac and femoral arteries. The left/contra limb was patent. No stent graft kinks or other obvious stent graft issues were observed. The exact cause of the migration leading to the proximal type I endoleak could not be determined. Images pre-implant were not available, and earlier post-implant films were not provided for comparison. It is possible that this was caused by disease progression (neck dilatation and severe angulation), calcification, and morphology changes. The cause of the right limb occlusion is unknown; this may have been caused by the right iliac stenosis. The cause of death could not be determined from the films.

Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 7.2x6.7cm in diameter abdominal aortic aneurysm. It was reported the patient was in for a routine follow up. The talent stent graft has migrated into the aneurysm sac and with a type ia endoleak. The physician explanted the stent graft and surgically repaired the aorta however, the patient passed away three days later of organ failure. It was reported that the cause of the migration was due to disease progression.